Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the initial procedure was performed in 2008. No predilatation was performed prior to placement of a xience v stent in the proximal rca that was placed for treatment of restenosis of another company's stent. Predilatation was performed on a de novo lesion in the mid rca prior to placement of a xience v stent. No procedural complications were reported. In 2009, the patient was experiencing chest pain and had an elective heart cath and percutaneous coronary intervention to the mid segment of the rca for in-stent restenosis (index lesion), which was treated with a xience v stent. Patient was discharged the following day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. In this case, there was no reported product deficiency. The reported patient effects are known adverse events as listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.